Manufacturer narrative:
Date of event: (B)(6). Date of report: 27aug2019. Pressure value would not pass and the o2 sensor was not working. Replacement of analog pcba, o2 sensor, and pressure relief valve and the unit is back in service. The reported complaint of the oxygen flow sensor not working was not duplicated. No fault was found on the returned oxygen flow sensor. No other parts were returned for evaluation. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported the o2 sensor was not working and cracking pressure accuracy failed. No report of patient user involvement.